Event description:
The complainant alleged that during preparation for sterilization, the handle's electrodes connection was loose. The complainant indicated that there was no patient involvement in the reported malfunction.